Event description:
Pt receiving oxygen at 3 lpm nasal cannula. Nurse noted oximetry saturation dropping, then noted no bubbling in humidifier. Touched flowmeter and bubbling resumed, saturations increased. Called respiratory therapist who replaced flowmeter and took to biomed.